Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller had a blank screen. The controller was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. Product event summary: the controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of (B)(6) revealed contamination within both power ports. The observed contamination is an additional finding unrelated to the reported event and likely due to the handling of the device. Additionally, visual inspection revealed damaged pins within power port one (1); however, the controller was still able to connect to a power source. Testing revealed that the damage was likely attributed to an incompatible adapter connected to the controller power port. Functional testing then revealed that the controller was unable to communicate with the external batteries, exhibited controller reset events, and triggered a critical battery alarm during bench testing. Additionally, the contr oller¿s front panel gas gauge light emitter diode (led) indicators did not illuminate while connected to batteries; however, the controller was still able to receive power from power sources and supply power to a motor fixture. The controller reset events are likely related to the reported blank screen. Internal inspection revealed a damaged diode on the communication line and a damaged integrated circuit responsible for the communication between the controller and batteries. The damaged integrated circuit is connected to the user interface controller (uic) responsible for the operations of the controller; the damaged integrated circuit prevented the controller from reading battery information and caused the controllers to trigger the critical battery alarms, as well as the controller reset events. The damaged integrated circuit is also connected to the real time clock circuit and caused the date/time stamps to remain frozen. After the faulty components were replaced, the controller performed as intended. Review of the alarm log file revealed seven (7) critical battery alarms logged with a battery relative state of charge (rsoc) value of (B)(4) and incorrect date/timestamps with no serial number ID or cycle count, indicating that the controller was unable to recognize the connected batteries. Review of the data log file also revealed multiple data points logged with a battery rsoc value of (B)(4) with incorrect date/timestamps and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. Considering that the controller was unable to recognize the connected batteries, the battery indicator on the controller¿s front panel would not illuminate. Furthermore, review of the event log file revealed multiple event exceptions where the controller was resetting with incorrect date/timestamps and no battery serial number ids or cycle counts logged. The corrupted data entries on each of the log files had a time stamp of (B)(6) 99 at 00:00:00. Further review of the event log file revealed one (1) controller power up event with an associated pump start event was logged with an incorrect date and time stamp of (B)(6) 99 at 00:00:00, indicating a loss of power to the controller. Due to the incorrect date/timestamps, the events leading up to the loss of power could not be determined. Furthermore, review of the alarm log file revealed one (1) vad disconnect alarm was then logged with a time stamp of (B)(6) 99 at 00:00:00, indicating a physical disconnection of the driveline from the controller. As a result, the reported event was confirmed. The most likely root case of the inability of the controller to recognize power sources, observed critical battery alarms, real time clock error, observed abnormal battery rsoc values, event exceptions, and controller resets can be attributed to the damaged diodes and damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. A possible root cause of the observed controller pin damage event can be attributed but not limited to an improper connection between an incompatible adapter and the controller. Based on the available information, the most likely root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of (B)(6) revealed contamination within both power ports. The observed contamination is an additional finding unrelated to the reported event and likely due to the handling of the device. Additionally, visual inspection revealed damaged pins within power port one (1); however, the controller was still able to connect to a power source. Testing revealed that the damage was likely attributed to an incompatible adapter connected to the controller power port. Functional testing then revealed that the controller was unable to communicate with the external batteries, exhibited controller reset events, and triggered a critical battery alarm during bench testing. Additionally, the controller¿s front panel gas gauge light emitter diode (led) indicators did not illuminate while connected to bat teries; however, the controller was still able to receive power from power sources and supply power to a motor fixture. The controller reset events are likely related to the reported blank screen. Internal inspection revealed a damaged diode on the communication line and a damaged integrated circuit responsible for the communication between the controller and batteries. The damaged integrated circuit is connected to the user interface controller (uic) responsible for the operations of the controller; the damaged integrated circuit prevented the controller from reading battery information and caused the controllers to trigger the critical battery alarms, as well as the controller reset events. The damaged integrated circuit is also connected to the real time clock circuit and caused the date/time stamps to remain frozen. After the faulty components were replaced, the controller performed as intended. Review of the alarm log file revealed seven (7) critical battery alarms logged with a battery relative state of charge (rsoc) value of (B)(4) and incorrect date/timestamps with no serial number ID or cycle count, indicating that the controller was unable to recognize the connected batteries. Review of the data log file also revealed multiple data points logged with a battery rsoc value of (B)(4) with incorrect date/timestamps and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. Considering that the controller was unable to recognize the connected batteries, the battery indicator on the controller¿s front panel would not illuminate. Furthermore, review of the event log file revealed multiple event exceptions where the controller was resetting with incorrect date/timestamps and no battery serial number ids or cycle counts logged. The corrupted data entries on each of the log files had a time stamp of (B)(6) 1999 at 00:00:00. Furthermore, review of the alarm log file revealed one (1) vad dis connect alarm was then logged with a time stamp of (B)(6) 1999 at 00:00:00, indicating a physical disconnection of the driveline from the controller. As a result, the reported event was confirmed. The most likely root case of the inability of the controller to recognize power sources, observed critical battery alarms, real time clock error, observed abnormal battery rsoc values, event exceptions, and controller resets can be attributed to the damaged diodes and damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. A possible root cause of the observed controller pin damage event can be attributed but not limited to an improper connection between an incompatible adapter and the controller. Based on the available information, the most likely root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.